Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation results: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "led´s glow dimly and flicker" was confirmed, and further defects were detected. In total the following defects were detected: 1.blade is visually worn 2.housing is worn 3.cover is worn 4.led lights weakly as already mentioned, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the cause of the described fault is most likely the wear of the adhesive on the tip of the c-mac blade, caused by wear during use and reprocessing. The wear of the adhesive can allow liquid to penetrate the blade, which affects the electronics and can lead to a led fault. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "led´s glow dimly and flicker." No negative impact in state of health reported.